Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient's programmer displayed the "replace generator soon" message. The patient¿s pc app calculated the battery life and determined that the message is true.

Event description:
It was reported that the patient may undergo surgical intervention to address this issue.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the patient¿s ipg was explanted and replaced. Therapy has been restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.